Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. The customer stated that the device involved has been narrowed down to two possible lot numbers: lot number 36x922 with a manufacture date of 22aug2016 and expiration date of 28aug2021. Or lot number 36x373 with a manufacture date of 13apr2016 and an expiration date of 28apr2021. (B)(4).

Event description:
It was reported that after use of the needleless vascular access safety needle, the needle did not engage into the safety feature. There were no reported adverse health outcomes for the patient or the user.